Event description:
I broke out in extremely itchy hives all over my body. I became nauseous with a headache. I went to the emergency room and my blood pressure was (B)(6). I was given antibiotics for itching and medicine to get my blood pressure lowered. I didn't eat or use anything different so it was unexplained.